Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer. Technical support provided information to reset the pump and assisted the customer in performing the reset.